Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheters had a gross white substance on them perhaps from the package. It was stated the patient had a urinary tract infection went to the urologist and would be getting antibiotics later. The user further reported that approximately 7 catheters were bad. The user thought that while catheterizing the patient during the night they did not notice and catheterized the patient.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a defective components from the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was unable to review due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheters had a gross white substance on them perhaps from the package. It was stated the patient had a urinary tract infection went to the urologist and would be getting antibiotics later. The user further reported that approximately 7 catheters were bad. The user thought that while catheterizing the patient during the night they did not notice and catheterized the patient.